Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the circuit boards were reseated. Also, the generator interface boards' battery was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system continued to beep following release of the x-ray exposure button. No report of pt or staff injury.